Event description:
Information was received from a consumer regarding an unknown patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported why there is no battery life indicator or warning of a low battery on the pumps. It was noted that the caller was a healthcare professional (hcp) and has an (B)(6) relative with an implanted morphine pump and catheter. It was noted that the way they know the patient's battery life is up is that the patient basically experiences excruciating pain and withdrawal symptoms. It was noted that the pump has never lasted 5 years. It was noted that there surely is the technology that exists that would allow the assessment of the battery life without endangering the life of the patient. It was noted that this issue is a severe limitation of the products since the treatment/medication delivered is in the treatment of life threatening conditions in many instances. Additional information received reported it was a device issue as they felt there was no way to monitor battery life. It was noted that this is not a patient issue that needs to be addressed by the hcp, but that it was a device design issue. No further complications were reported/anticipated.